Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿made mistake¿. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal injection of vancomycin 1gram (frequency and duration not reported) and injection of amikacin 500 mg, once a day (route and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, it was unknown if the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.